Event description:
The end user alleged one of the transport wheels fell off the chair when they were removing it from the ambulance. There was no patient involvement or injuries associated with the reported issue. The issue was confirmed via review of pictures provided by the end user. Replacement hardware was provided and the customer advised the chair was repaired and returned to service.